Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-04587 which was submitted on april 5, 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device blinked at the preparation for use. The intended procedure was completed with another similar device. The user also reported that the filter motor of the subject device was defective and stuck. There was no patient injury associated with this report.